Event description:
Device was being used to transport sampled from a laboratory in a foreign country to the USA. Package was refused by an airline official; reason for refusal is not known. The courier reportedly opened the shipping carton where the subject device was packaged in dry ice, examined the device, returned it to the shipping carton and then the top of the device burst and the courrier received lacerations on his face, eye, arm and torso. The subject device was packaged with multiple cryovials which contained frozen sample of human serum with known hiv. The courrier was immediately administered prophylactic treatment. It is not known if the subject device or the inner containers caused the lacerations. It is not known if there was an actual exposure to hiv. The initial reporter theorized that the subject device was misused in that dry ice or liquid nitrogen must have been added inside the subject device to cool it. MFR's label does warn against using a dry ice inside the subject device.